Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). Medical product : cpt hip system femoral stem 12/14 neck taper standard offset size 1 130mm stem length, reference (B)(4), lot 63735436, investigated in (B)(4). Versys hip system femoral head 12:14 taper 22mm diameter +3.0 neck length, reference 00801802230 , batch 63677745, investigated in (B)(4). Advantage cemented acetabular cup size 48, (B)(4), batch 0001105980, investigated in (B)(4). Advantage cemented inlay s48, reference (B)(4), batch 0001102705 investigated in (B)(4). Optipac-s 60 refobacin bone cement r, reference (B)(4), batch a710b05615, investigated in (B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed and the event couldn't be confirmed. The review of the device manufacturing quality record indicates that 2 248 products optipac-s 60 refobacin bone cement r, reference (B)(4), batch b708c06355 were manufactured on 22th march 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. Within one year, only the current complaint has been recorded for optipac-s 60 refobacin bone cement r, reference (B)(4), batch b708c06355 regarding a dislocation. According to available data, the exact root cause can¿t be determined. This complaint could be reopened if further information is received later.

Event description:
It was reported that an initial left total hip arthroplasty was performed with implantation of an advantage cemented shell ø48mm, advantage inlay s48, optipac-s 60 refobacin bone cement lot a710b05615 and lot b708c05355, femoral stem 12/14 and femoral head sterile 12/14 on (B)(6) 2017. Subsequently, the patient was revised on (B)(6) 2018 due to recurrent dislocations, instability, and impingement. During the revision, a hematoma was noted as well as an absent posterior joint capsule. The advantage cemented shellø48mm was left in place. The stem and femoral head were replaced with a competitor product, and the bearing was replaced by the advantage inlay s48 / 28. This report is a split of the (B)(4). The initial medwatch report number 3006946279-2019-00380 was submitted on august, 30 2019 and was common to the cup, the bearing and the two optipac. This follow up report provide the investigation for the optipac batch b708c06355..